Event description:
During index procedure the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the proximal rca. The following day the patient suffered a mi. The reported mi was related to the target vessel. The investigator indicated that the reported event was unlikely related to the study device. The patient was taking at time of event. Ref MFR# 9612164-2011-01354, 9612164-2011-01355.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (myocardial infarction). (B)(4).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure - (occlusion). (B)(4).

Event description:
During index procedure the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted, one in the left main and one in the lad, and not in the rca as previously reported. It is reported that lateral branch occlusion of the lad occurred during the index procedure. It was not assessed if the event was related to the study device. Patient was discharged two days post index procedure.